Event description:
It was reported that the handpiece was returned with a disposable instrument. Info provided was that the display showed handpiece error, and only worked with foot activation. There were no adverse consequences for the pt. No further info is available.

Manufacturer narrative:
(B)(4). Date sent: 05/26/2010. Eval summary: the hand piece was received with a loose mount. The hand piece was connected to a generator and with a test instrument that uses hand activation. During functional testing, an error code 7 was displayed and handpiece did not activate with hand activation. The instrument was disassembled to inspect internal components; a torn acoustic isolator was found. Additionally, corrosion between the electrodes was found as evidence of moisture ingress. Internal electrical test revealed a short circuit condition at the cable level, affecting the hand piece in such way that made it non functional. No conclusion could be drawn as to what caused this cable condition. The hand piece has as number of seals to prevent fluids from entering the housing. "Moisture ingress" describes a condition where water vapor enters the hand piece cavity during the steam sterilization process. The hand piece is exposed to steam at high pressure. If stem enters the hand piece housing, it results in moisture inside the hand piece when the warm air condenses. This condition is typically noted by oxidation of the aluminum parts inside the housing. The primary path of ingress is the distal seal, caused by a reduction of compressive force on the distal seal. Possible causes for a loose mount is a result of the aging of elastomeric components in the handpiece resulting in the loss of compressive force on the mount. The cause is including, but not limited to, number and type of sterilization cycles, improper handling (drops) and over torquing during use. The loose mount will result in a hand piece error, signaled by the generator. The torn acoustic isolator condition is not related to the reported hand activation issue.